Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter product ID 8840, serial# unknown; product type programmer, physician. (B)(4).

Event description:
It was reported that the patient missed an appointment, and the health care provider programmed an incorrect reservoir volume down to the pump, 40 ml instead of the actual 35 ml. So the patient had lower than he should have been. The patient hadn¿t had any change in his spasticity symptoms. There was not symptom reported and the patient outcome was unknown.